Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the instrument had a broken wire on a mega suturecut needle driver. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. No cables damage was observed. Additional investigation found that a grip input #7 was broken into pieces inside the housing. The instrument was found to have hairline cracks on input shafts # 6 and 7. The other backend components adjacent to the broken inputs do not show damage.

Event description:
Refer to h10/h11 for follow-up information.